Manufacturer narrative:
The customer-reported freedom driver alarm was confirmed via review of the driver's alarm history and reproduced during incoming testing. The alarm was due to a poor ac electrical connection between the power adaptor and driver due to a broken connection 1 receptacle cable which was displaced in the driver. This is the connection point between the power adaptor and the driver. The cable was no longer attached to the driver housing and was lodged inside the housing. It is unknown how the connection 1 receptacle cable was damaged, but is likely the result of either the application of excessive force when connecting the power adaptor to the driver, or rough handling/an impact shock to the driver. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4). Initial.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.